Event description:
It was reported that blood leakage occurred between hub and holder with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: blood leakage from the connection part between hub and holder was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/17/2020. H.6. Investigation: bd received a sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred between hub and holder with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage from the connection part between hub and holder was reported.